Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported by an optician on 12/17/2016 that the patient experienced irritation and red eye after two weeks of contact lens wear in (B)(6) 2016. The patient sought medical attention. A lesion was observed in the right eye (od) after 6 hours of contact lens use. Contact lens wear was discontinued and the patient was directed to return in 15 days. The patient did not return for the follow up visit as scheduled. One month after the event the symptoms resolved. Additional information was received on 12/22/2016. Follow up via email indicated that the patient was diagnosed with corneal erosion in the right eye (od) associate with contact lens wear. The erosion was indicated to be 3 mm in size and rounded. (The location inside the cornea was unspecified). Additional information has been requested, but not yet received.